Event description:
Patient reported that they "have an allergy" to their breast implants. Patient additionally reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "have an allergy" and rupture.

Event description:
Patient reported that they "have an allergy" to their breast implants. Patient additionally reported a right side rupture. Device has been explanted.